Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer alleged that the pump delivered an unintended bolus of 15 units of insulin. Reportedly, the customer stopped the bolus delivery at 7.3 units. At the time of the call, the customer's blood glucose level was 144 mg/dl, and the customer is currently correcting for the bolus with food. The customer reported being unable to upload the pump data logs during the call. Review of the pump history with tandem technical support showed that the bolus had been recorded. Tandem technical support advised the customer that the pump logs can verify the pump interactions and requests that occurred at the time of the event. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.